Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. The event has not been confirmed due to no product was returned for evaluation. The analysis is complete as of today december 15, 2011.

Manufacturer narrative:
The actual complaint sample will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is also unknown, therefore, a review of the device history record cannot be performed. If in the future any additional information or the actual complaint sample is provided, a follow-up medwatch will be submitted. The event has not been confirmed due to no product returned for evaluation. The analysis is complete as of today december 7, 2011.

Event description:
Adverse event information from pms (post marketing surveillance) patient: (B)(6) male, carotid stenosis (B)(6) 2011 (operation date): cas operation was performed, using relevant device for distal protection successfully. Around 8 p.m. After the operation was completed, the patient complained right lower leg weakness. MRI confirmed a small high signal at right caudate nucleus/ right precentral gyrus. Slonnon was given as a continuous intravenous infusion. On (B)(6) 2011, recovered physician's comment: adverse event occurred after the operation. However, possibility of embolization during operation is not denied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.